Manufacturer narrative:
Block h6: imdrf patient codes e1020 capture the reportable event of nausea. Imdrf patient codes e2333 capture the reportable event of prolapse. Imrdf impact code f08 captures the reportable event of hospitalization. Imrdf impact code f1905 captures the reportable event of revision surgery. Imdrf device codes a0501 capture the reportable event of mesh detachment.

Event description:
It was reported to boston scientific corporation that an upsylon device was used during a sacrocolpopexy procedure performed on (B)(6) 2023, for the treatment of vaginal prolapse. During the procedure, the mesh was torn inside the patient. Reportedly, the surgeon believes he removed the entire mesh. The torn mesh was removed through open scp revision using instruments and hands. On the next day, (B)(6) 2023, the patient allegedly had nausea and was sick. The patient was diagnosed with stage 4 prolapse and underwent revision surgery to repair the prolapse. Additionally, the patient was admitted to the hospital beyond the standard of care and required additional intervention.